Manufacturer narrative:
(B)(4). Results: (arterial/vessel occlusion, dissection). (Moderately tortuous vessels). Conclusions: (moderately tortuous vessels). Incorrect sizing.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a abdominal aortic aneurysm approximately 1 month ago. Aneurysm and vessel morphology were unremarkable. The common iliac arteries were 11 - 12 mm in diameter, then increased to 21 mm and then tapered down to 12 - 13 mm just above the hypogastric arteries. It was reported that a 20 x 20 x 82 endurant iliac limb was needed to be implanted on the left side; however, a 24 x 24 x 82 endurant limb was mistakenly selected and implanted. At 1.5 hours later, the physician noted that the left iliac was dissected and the distal part was folded. The patient had weak distal pulses. A ivus catheter was introduced to determine the extent of the dissection. A competitor's stent graft was implanted in the distal part of the stent graft to resolve the dissection and the corrugated stent graft. There was good flow subsequently. No additional clinical sequelae were reported and the patient is fine.